Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned within the microcatheter. The lot number was confirmed with the packaging returned with the device. During visual inspection, there was blood in the introducer sheath. The sdw (stent delivery wire) was returned within the introducer sheath. The stent was deployed. The sdw was kinked distally. The introducer sheath was damaged. The introducer sheath distal tip was badly damaged. The sdw was further kinked during analysis. During the functional inspection, the sdw could not be advanced in the introducer sheath and had to be retracted to remove it from the introducer sheath. The concurrent microcatheter was flushed and an attempt to advance a 0.0158" patency mandrel was made, the mandrel could not be advanced. The mandrel was advanced distally and the stent exited the catheter hub. The stent was deformed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The sdw was found to be kinked during analysis. The stent introducer sheath tip and introducer sheath were badly damaged. The stent was returned deployed within the concurrent microcatheter hub. The stent was removed and was found to be damaged. The stent may have been damaged in the damaged introducer sheath during transfer, causing the difficulties in advancing the stent during the procedure. The as reported events of stent difficult/unable to advance through pullback through catheter and stent deployed prematurely during use as well as the as analysed events of sdw friction, stent deformed, sdw kinked/bent, stent introducer sheath distal tip damaged, stent introducer sheath damaged and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the physician encountered difficulty advancing the stent (subject device) through the microcatheter. Following this, the stent (subject device) deployed prematurely within the microcatheter. No clinical consequences were reported to the patient due to this event. No further information is available.

Event description:
It was reported that during the procedure, the physician encountered difficulty advancing the stent (subject device) through the microcatheter. Following this, the stent (subject device) deployed prematurely within the microcatheter. No clinical consequences were reported to the patient due to this event. No further information is available.